Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The osseotite® tapered implant 4 x 10mm (nt410) has been misplaced in-transit. This issue is being addressed under CAPA-05347. Upon locating the product, the complaint file will be reopened and updated to the correct status of the product. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for approximately 8 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2019020471. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019020471) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (patient discomfort) or product (nt410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant (nt410) was removed due to patient reported discomfort. Tooth location 30.